Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and the customer reported error code was confirmed. However, functional testing could not duplicate the issue. The most probable cause was an issue with the software. The software was updated to resolve the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code # 46508. The issue was discovered during testing. There was no patient involvement.